Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump underinfused by approximately 50%. The pump contained 18000 mg of piperacillin/tazobactam in 230 ml of 0.9% sodium chloride (nacl) solution. A midline catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: f10/h6: component codes, h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.